Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Upon the pump powering back on the customer reported that the pump indicated a data log corruption. Upon resetting the pump, the customer reported that a malfunction alarm occurred. Customer¿s blood glucose level was between 380-450 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.